Manufacturer narrative:
The reported events for the lead were for lead dislodgement, inadequate capture, sensing problem, low pacing impedance, and failure to extend the helix. A complete lead was returned for analysis. The reported event for failure to extend the helix was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that dislodgement was noted on the right ventricular (rv) lead. The lead also exhibited increase in capture threshold, decrease in r wave amplitude and low pacing impedance. The helix failed to extend. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.